Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image is displayed , cable twisted and corrosion on the free lock lever. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, chapter 4 usage (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and pull the endoscope out slowly from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the" image did not display". There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported that the" image did not display". There was no patient impact, no harm reported due to the event.